Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain two of six on the homechoice (hc). During troubleshooting, it was found that the home patient (hp) had disconnected during the dwell cycle without using proper procedures. The technical service representative (tsr) assisted the hp in clearing that alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported alarm could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.